Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was between 600 mg/dl-700 mg/dl. The customer was hospitalized due to a viral infection. When customer was admitted, their blood glucose was 1006 mg/dl, which was treated with IV fluids via manual injection and IV. Checked meter it was over 600. Customer treated herself with 6.5 units of insulin; checked again about 15 minutes later and meter still read over 600. Customer then was advised to go to an emergency room.